Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when the physician attempted to get the tube through the stoma site it detached at the transition zone, the physician was able to grasp the tubing to pull it through to complete the procedure. Nothing fell inside the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one thermoformed tubing from a push g-tube. No other components were returned. The distal end of the thermoformed tubing was properly flared from assembly over the barbed connector. No defects were noted in the tubing. The returned unit was consistent with the complaint incident that the feeding tube was difficult to place and the tubing detached/ separated. A physical examination of the returned thermoformed tubing found it to have been detached from the domed peg tubing. Therefore the most probable root cause is operational context. A device history record review of lot number 14616766 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14616766.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when the physician attempted to get the tube through the stoma site it detached at the transition zone, the physician was able to grasp the tubing to pull it through to complete the procedure. Nothing fell inside the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.